Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the proximal set up joint to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the customer experienced repeated 319 faults. The customer attempted to resolve the issue by power cycling multiple times, but the problem persisted. The site was considering alternative options to address the issue. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: confirmed that this occurred prior to starting. However, the surgeon was placing ports assuming that the issue would be resolved. They pulled in a system from another room and completed the procedure robotically. There was no harm or injury to the patient.

Manufacturer narrative:
The unit was returned for failure analysis and the reported issue was confirmed and replicated. In lighthouse, error 319 was found, indicating a node not present at startup on the usm and suj distal, but not the suj proximal in question. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode, where it triggered the same error, thus confirming and replicating the reported event. The unit was then installed on a pftp, where it failed to connect node b and c during programming. A golden fiber and golden acu were installed and tested individually, but the unit still failed the node check. Further investigation into the unit¿s history revealed that this is a recurring issue, with the sfu pca being the root cause previously. As a result of these findings, failure analysis concluded that the sfu pca is consistent with the reported problem and considered the potential root cause.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The root cause is attributed to a communication issue with the sfu board in the proximal set up joint (suj). This issue may be resolved by fse service to replace the proximal suj.

Event description:
Refer to h11 for follow-up information.